Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances on the left deep brain stimulation (dbs) system and a loss of therapy on the right side of the patient's body. Environmental/external/patient factors mentioned included the patient having had "falls." Surgical replacement of the left brain extension was carried out as an intervention. Replacement of the extension was stated to have not resolved the high impedances. It was stated the surgeon will discuss with the patient the possibility of a lead replacement.